Manufacturer narrative:
The customer spoke with a remote service engineer (rse) who advised the customer to try a different power management board to rule it out and that most likely the unit has a faulty user interface board. Rse discussed upgrading the unit to the latest generation 2 user interface assembly. Many good faith efforts were made to obtain additional information; however, there was no response. The resolution and disposition are unknown.

Event description:
It was reported that the ventilator was not in use. No user or patient harm was reported.

Manufacturer narrative:
The customer replaced the user interface assembly. The part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened, and a root cause analysis will be performed.

Event description:
The customer reported the unit powers on and off on it's own. Patient involvement is unknown.